Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The customer reported they received ise noise alarms and an ise check showed discrepancies. The field service engineer changed the vacuum nozzle and pinch tube. The system was decontaminated. No other issues occurred after these actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results and an unspecified number of patient samples tested with the na electrode on a cobas pro ise analytical unit. An example of data was provided for one patient sample. The sample initially resulted in a na value of 132.4 mmol/l and it repeated as 144.3 mmol/l.